Event description:
The harmonic har1136 device generated two system error messages during use, requiring disconnection and reconnection of the unit to restore operation. Following the second error, a black plastic tip component was observed to have detached from the harmonic shaft. The detached component was recovered, and the device was removed from service and replaced with a new harmonic har1136.